Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported guide wire separation was confirmed via returned device analysis. However, the reported difficulty positioning the guiding wire could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual inspection, dimensional analysis and scanning electron microscopy (sem) imaging, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted the warnings section of the hi-torque guide wire instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in an unspecified coronary vessel, a balance middleweight guide wire was advanced but resistance was felt. No force was applied to the guide wire; however, the physician continued to attempt advancement of the guide wire after resistance was felt. The physician could not determine the cause of the resistance. Ultimately, the guide wire could not be advanced and the physician withdrew the guide wire and found that the guide wire had separated approximately 40 cm from the distal end inside the guiding catheter. The guide wire was exchanged for another bmw guide wire to proceed with the procedure. The same guiding catheter was used. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.